Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Updated evaluation conclusion codes h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, pain, and swelling. The area appeared red and felt hot to the touch. The ipp was explanted. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, pain, and swelling. The area appeared red and felt hot to the touch. The ipp was explanted. There is no additional information reported.